Event description:
Boston scientific received information that this right atrial (ra) lead had high pacing thresholds and had micro dislodgement a couple of days after implant. The patient had known difficult atrial anatomy. Fluoroscopy showed appropriate lead location, however, the physician elected to remove lead and place an active fixation. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.